Manufacturer narrative:
Eval codes, results and conclusions: stent graft was pulled down too far.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was straight, the aortic neck length was 36 mm and the diameter was 26 mm. The stent graft was implanted; however, the super renal stent opened into the renal artery. The physician pulled the stent graft down approximately 15 mm which was inadvertently lower than intended. The physician implanted a 32 talent aortic cuff to cover the vessel area between the bifurcated stent graft and the renal artery. The ipsilateral limb of the bifurcated stent graft also accordioned; however, the iliac limb was placed and modeled with a reliant balloon. There are no endoleaks present. No additional clinical sequelae were reported, and the pt is fine.